Event description:
After nursing connected an extra module to the right side of the IV pump, the door of the attachment was opened, and the whole attachment fell, reportedly hitting the patient's left ankle. X-rays negative for fracture. The pump has been removed from service.